Manufacturer narrative:
Product event summary: analysis noted that there was a deviation between the stylus and the cursor on the screen and that a stylus calibration did not solve the problem and that the touch screen needed to be replaced. It also noted that an error in the software history was found. The bezel assembly (touch screen) was replaced and new software installed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left side of the programmer's screen kept blacking out. It was noted that connecting and calibrating a new stylus did not help. The programmer has been returned for service. There were no patient complications reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.